Manufacturer narrative:
A new boston scientific right ventricular lead was successfully implanted.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) dectected greater than 3000 ohms on a non-boston scientific right ventricular lead. In reviewing the the arrhythmia logbook, it was revealed that there were noise episodes which were oversensed with pacing inhibition. However, this patient had an underlying rhythm in the 50-60's range. The noise was only on the rate/sense portion of the lead. Pocket manipulation also created an increase in impedances by 300 ohms. No advesre patient effects were reported. There was inquiry as to the latitude system in relation to this event. Technical services discussed troubleshooting and possible causes. Ongoing latitude alerts continue for the pacing impedance issue.

Event description:
--